Event description:
A customer contacted beckman coulter inc. (Bci) to report a hydro leak and flooding in the hydro-pneumatic compartment. Per customer, the wash concentrate reagent bottle was empty. The customer shut down the hydro-pneumatic and checked wash concentrate, dilution wash canister and tubing. Review of pro-service shows "wash concentrate reservoir is filled too slow" at about the time of the issue.

Manufacturer narrative:
A bci field service engineer (fse) found a cracked y fitting and black fitting at the bottle. Fse replaced with similar tubing and placed an order for correct fitting to be delivered to site for installation. This MDR is associated with MDR 2050012-2011-00893.